Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The reported failed pressure transducer test and safety valve test during pre-use check could be confirmed together with a faulty test of the expiratory valve. The expiratory pressure transducer pc board and the expiratory valve coil was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional test and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6 cm h2o and also due to a gain value out of specification (>8% from factory default) for the expiratory pressure transducer. The logs also showed that the expiratory valve test had failed several times with the offset for the expiratory valve out of range and exceeds its upper limit of 0.15684 a. The expiratory pressure transducer gain value, measured by the pressure sensor on the pcb, had drifted and exceeded the allowed limit of 8 % diff from factory default. This drift in the gain value if it occurs during ventilation may affect the measured peep and measured airway pressure. It can be seen in the logs that the expiratory valve coil failed after the change of the expiratory cassette, most probable due to a faulty expiratory valve membrane in the expiratory cassette. The valve membrane gets more rigid during use and cleaning. The membrane in the expiratory cassette is replaced according to predetermined maintenance interval or if the membrane for some reason has become defective. This failure will be detected during pre-use check. The conclusion is that the replacement of the parts solved the reported issue but since the replaced parts was not returned for investigation, the root cause has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).